Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l5/s1 tlif. Primary implant date (B)(6) 2017. The 1st revision (B)(6) 2017 (captured as (B)(4)). Surgeon: 2nd revision (this revision) (B)(6) 2017 for l5 nerve root exploration. During the procedure it was noted by the surgeon that the s1 correction key (199721000) innie (rod lock) was loose. Action taken: no screws were repositioned. 2 x verse unitised correction keys implanted 199721001, and a longer 40 mm rod was implanted 179772040. Patient outcome: decompressed nerve root, and patient is recovering well no comorbidities, patient is active and compliant.